Event description:
It was reported by pt that she underwent total hip replacement in 2008, in which she received durom acetabular components. Post-op, pt experienced pain and was revised on approx five months later.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.